Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the lead exhibited high capture threshold due to dislodgment. No intervention was performed since the indication for implant was primary prevention. The lead remains implanted and the patient was in good condition.

Event description:
New information received notes that the patient presented in the hospital due to noise detection. Perforation was observed. The lead was explanted and replaced. No other intervention was required for the perforation. The patient was doing very well after the procedure.